Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2015, due to improper placement of the electrode array. The implanted device remains.